Event description:
Pt with mediastinal mass in radiology for biopsy; tbna unable to be performed due to leaking wang needle; proceudre rescheduled for later date. There was no harm to the pt from this event.